Manufacturer narrative:
Date of event: unknown, not provided; best estimate (B)(6) 2017 - (B)(6) 2018. If explanted, give date: not applicable, however, the lens is planned for an explant. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zxr00 22.5 diopter intraocular lens (iol) was implanted in the patient's right eye (od) on (B)(6) /2017. Reportedly, the patient's vision is not bad and at 20/25 for distance, 20/20 for intermediate, and j3 near. However, the patient has experienced disabling halos at night, negative dysphotopsia, and filmy vision. The patient has a medical history of dry eye, which is currently being treated. Resolutions such as lubrication and glasses to help with any mild residual refractive error were tired, but with no significant improvement. Therefore, the doctor may move towards exchanging the lens and the patient is believed to be ready for this procedure as of (B)(6) 2018. Reportedly, there was no reported patient injury. No additional information was provided. The patient had bilateral lenses implanted. This report will capture the lens implanted in the patient's right eye. A separate report will be filed for the left eye.

Manufacturer narrative:
This supplemental report pertains to iol serial number, (B)(4); device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to specifications. A search revealed that no similar complaints were received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.